Event description:
A customer reported an issue with the pump's touchscreen, which was unresponsive and frozen, preventing interaction. There was no adverse impact on the customer¿s blood glucose level. The customer received complete pump reset information from technical support and chose to reset the pump, after which the screen became responsive.